Manufacturer narrative:
Unit power up properly after battery installation. No blank display or display anomaly noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 286 mg/dl at the time of the incident. The customer¿s current blood glucose level was 317 mg/dl. The customer had symptoms of sick feeling such as fuzzy. The customer treated the high blood glucose level with manual injection. The customer reported high blood glucose level after the insulin pump display is blank. The customer did troubleshoot the display did not return. The insulin pump will be returned for analysis.